Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112383 the dentist reported that 1 years and 3 months after the dental implant was installed in intraoral region #19 it was verified its non osseointegration. Forty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.